Event description:
It was reported that during repair at the manufacturer a broken bur was found in the nose cone of the handpiece. It was further reported that there was no associated procedure or surgical delay as a result of this event.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during repair at the manufacturer, a broken bur was found in the nose cone of the handpiece. It was further reported that there was no associated procedure or surgical delay as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete. Device not returned to the manufacturer.